Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that there was a changing of the surface. The reported event was confirmed as the evaluation revealed that the coating of the surface comes off (see evaluation pictures 1 + 3). The most likely cause of the reportable failure could be using the incorrect cleaning detergent/procedure.

Event description:
It was reported that there was a changing of the surface. There was no harm or adverse event for patient, operator or third party reported. No further information received.